Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr was difficult to remove. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A rotalink burr was selected for use. During the procedure slight resistance was noted when the burr was loaded on the rotawire. It was decided to change the size of the burr; however, upon removal during dynaglide mode, severe resistance was noted and the burr was unable to be pulled out from the rotawire. Both the burr and the rotawire were removed from the patient's body and the rotawire was observed to be kinked in an arc shape. The physician was able to separate the burr from the rotawire and the procedure was completed with another of the same rotawire. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the issue was noted upon introduction as there was a slight resistance felt when inserting the rotalink.